Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Implanted: na. Explanted: na. Device evaluation: the lens was returned in liquid in lens vial. Visual inspection found a tear in one haptic. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
A cc4204a collamer single piece lens, +17.5 diopter, was found to be damaged in the lens vial. The vial was opened but the lens was not removed or used and there was no patient contact. There was a problem with the patients capsule so the surgeon decided not to use the lens. The reporter indicated they were not aware the lens was damaged and were unable to provide any additional information.